Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet bionic pancreas displayed alert 38 indicating consecutive motor stalls following a restart prompt, with a prior occlusion alert, resulting in failure to infuse insulin until a supply change and dry run priming restored insulin delivery; the user employs a 6 mm, 23 inch infusion set and reported hyperglycemia up to 327 mg/dl for approximately 10.5 hours without backup therapy or ketone testing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device motor component issue consistent with failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.